Manufacturer narrative:
The reported event of ¿a white silicone object was found at the end of the electrode¿ was confirmed. As received, a complete lead was returned in one piece with the helix extended and clogged with blood/tissue. Visual examination of the lead found the steroid plug was missing and not returned for analysis. Final analysis via x-ray examination did not find any anomalies and electrical testing did not find any indication of conductor fractures or internal shorts.

Manufacturer narrative:
New information received that the white silicone object had detached from the right ventricle lead, b5 and medical device problem code were updated.

Event description:
New information received that the white silicone object was detached from the right ventricle lead.

Manufacturer narrative:
Further information was requested but not yet received.

Event description:
It was reported that during an implant procedure, a white silicone object was found at the end of the right ventricle (rv) lead. The physician elected to not used the rv lead and implanted a new lead. The patient was stable throughout the procedure.